Event description:
The therapeutic consultant reported that the patient's device registered a high impedance of 9673 ohms at an appointment on 10/07/2019. The patient's lead was implanted over 21 years ago. No additional relevant information has been received to date. No known surgical intervention has occurred to date.